Event description:
Upon removal of the device it was noted that the contralateral wire was out of the groove and wedged against the capsule.

Event description:
Event: partial jacket retraction. Event narrative: device was inspected before being inserted into the patient. Nothing unusual was observed. As the device was being unjacketed, the jacket would not fully retract. Repeated attempts to unjacket the device failed. The device was removed and another device was used. Upon removal of the device it was noted that the contralateral capsule was outside of the groove and wedged against the capsule.